Event description:
During a cystoscopy with laser lithotripsy and stent insertion procedure, a laser fiber was opened and attached to the laser machine; when md attempted to use, it didn't work. Opened new fiber which worked without any problem. FDA safety report ID# (B)(4).